Event description:
The patient mother reported that the patient was swimming in the pool and an hour after swimming the pump started beeping and vibrating. The user denied trauma to the pump. The patient's mother said there were no alarms and that the display screen went blank. When the patient's mother decided to replace the battery she noticed there was water in the battery compartment. She let the battery compartment dry and replaced the battery. Then at 4 am, the reporter heard the pump beep and she rebooted the pump. The battery cap was reportedly changed one to three months prior to the reported issue. The battery cap was replaced within six months which is instructed in the owner's booklet. The pump was not available for troubleshooting. This complaint is being reported because the pump intermittently lost power after the user went swimming.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on to the verification screen with functional auditory and vibratory alarms. A review of the pump history did not indicate any power issues. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Evaluation also revealed that the keypad is peeling near the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A leak test was performed, and leaking was observed from the battery compartment and the keypad. Investigation revealed that all keypad buttons are unresponsive. There was evidence of corrosion observed under all button key contacts. The complaint of power loss could not be adequately investigated due to the unresponsive keypad buttons.